Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm after removing battery. The customer's blood glucose value was unknown. Customer stated that they did not press a button down for 3 minutes or longer. Customer had a new aa battery available. Advised customer to remove and reinstall battery cap without removing the battery. Customer stated that they were not able to clear the alarm. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.